Event description:
It was reported that when sterile water was injected during the pre-test, water leaked from the balloon of the foley catheter due to balloon rupture.

Manufacturer narrative:
The reported event is inconclusive as per the photos sample. Visual evaluation of the six photo samples noted one opened (without original packaging) used silicone foley catheter with syringe. Visual inspection of the first photo sample shows the biohazard plastic bag with pir 44121689 written over it. The second photo shows an overview of the silicone foley catheter with a cut portion of the inlet tube, the tamper evident seal, and the syringe. The third photo sample shows an enlarged image of the catheter balloon. The fourth photo shows the inflation valve or cap with material number 2758j14 and manufacturing lot number ngkn1918. The fifth photo shows the product label with lot number mykt1301 and tray number 6610j14rb. The sixth photo shows a slip in japanese language with lot details. The balloon rupture of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Therefore, reported event is inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be - high modulus silicone. - contact with a sharp object (i.e., needle sticks, etc.). - exposure to petrolatum based lubricant or other degrading materials . - pinhole in balloon or cuff. - wall thickness too thin. However, there was insufficient information to confirm this potential root cause. Warnings: 1. Method for use. (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder or urethra may be injured. Contraindications. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Directions for use (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. (6) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5)" a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile water was injected during the pre-test, water leaked from the balloon of the foley catheter due to balloon rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.